Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise. No intervention was performed. No other anomalies were reported.